Manufacturer narrative:
It has since been reported that the patient underwent surgery to explant the device on (B)(6) 2019 due to suspected device malfunction. This report is submitted on february 14, 2019.

Event description:
Per the clinic, the patient experienced intermittent performance with device use and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The patient is being clinically managed by the health care provider.

Manufacturer narrative:
This report is submitted on march 18, 2019.